Event description:
It was reported that the patient experienced ineffective therapy. System diagnostics recorded high impedances on multiple lead contacts. As a result, surgical intervention is pending to address the issue. The investigation was unable to determine the lead with multiple high impedances.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2023 wherein and the leads were explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.